Manufacturer narrative:
H2: additional information: a1, a2, a3, a4, b5. Corrected data: h6: health effect - impact code.

Event description:
It was reported that during an arthroscopy, the inner core of the footprint ultra pk suture anchor 4.5 broke outside the patient. There was a backup device available used in the originally drilled bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the inner core of the device broke. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include rough handling or excessive force to the device no containment or corrective actions are recommended at this time.

Event description:
It was reported that the inner core of the footprint ultra pk suture anchor 4.5 broke. There was a backup device available. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a delay.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).